Event description:
Reference # (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4). Review of the downloaded device log confirmed the customer reported issue. The downloaded device log and detailed data are currently being evaluated by the design facility. The investigation and conclusion is not finalized at this stage. (B)(4).